Event description:
It was reported that during an ear nose throat (ent) procedure the console device displayed an error. The reporter was unable to determine if the planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).